Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unable to verify battery out limit alarm or weak battery alarm due to unresponsive keypad button. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 268 mg/dl. Customer stated that they also received a weak battery alert. Customer took out the battery and placed it back in. Customer then received a button error. Customer also had a battery out limit alarm. Customer was assisted with clearing the alarm. Troubleshooting was performed and the pump did alarm battery out limit. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.